Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-185118. The information of this complaint has been evaluated. Since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing survellience (pms) product trends and malfunction. If any trends picked up, this would have flagged on the trips and alerts according to the market quality review (omqr) procedure.

Manufacturer narrative:
Initial and final (B)(4) - device 8 of 8.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 8 infusion sets catheters kinked event between (B)(6) 2024.the blood glucose level was 480 mg/dl at the time of events therefore, the patient was treated with insulin pen.the ketones were 2-fold positive. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.